Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the monitor would not power up. The cause was isolated to partially shorted q10 (triac) on the defibrillation board. The defective q10 caused a voltage spike into dgnd and pgnd and cause the 5v, 1.8v and 3.3v supplies to be shorted. The shorted lines resulted in opens, shorts and thermal damage to several components. The root cause of the partially shorted q10 cannot be positively identified. Device evaluation of battery sn (B)(4) is underway. The reported problem (battery faults) was confirmed. As received the battery was unable to power on a monitor. The battery was sent to the supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted form the defective monitor or battery pack. The patient received a replacement monitor and battery pack. Device manufacture date: sn (B)(4) - 01/2012. Sn (B)(4) - 05/2013.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. In addition, the patient reported battery pack faults. The patient was provided a replacement monitor and battery pack.